Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Model: 1999tc52, competitor lead, implant: (B)(6) 2013. Model: 5076-52, lead, implant: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead was discovered to be not capturing and imaging confirmed the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.